Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2013, at 7pm. The patient is on insulin pump therapy. The patient denied taking any action regarding his usual diabetes management regimen due to the meter issue. However, the patient claimed feeling shaky 12 hours later. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter would power on manually (when power button pressed), but would not power on when a test strip was inserted. The cca noted that the patient was using the correct test strips and inserting the strip correctly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter power issue started.

Manufacturer narrative:
Follow-up #1 (07/02/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on 6/25/2013 and 6/27/2013, respectively, with the following findings: the meter passed all testing with no faults found; the complaint was not confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.